Manufacturer narrative:
E1: address line 2 (B)(6). H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded and shows many downstream occlusion (dso) alarms. Functional testing was able to duplicate the customer reported issue. The investigation determined the cause of the issue was a defective dso sensor. The dso sensor was replaced.

Event description:
It was reported that the pump was beeping occlusion. There was unknown patient involvement.